Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm, problem isolated to the force sensor. Force sensor out of spec 40 mv dc fail. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error image displayed on the screen. Customer's blood glucose value was unknown at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.